Event description:
Customer stated that their insulin pump stopped vibrating over night. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self test. The vibration feature functioned properly. There was no vibrator anomaly noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.